Manufacturer narrative:
(B)(4).

Event description:
It was reported that the medical doctor (md) found blood in the helium line and as a result the intra-aortic balloon (iab) was removed and another 30cc iab was inserted.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for analysis. The reported complaint of blood in helium pathway is confirmed. The bladder membrane had a puncture consistent with contact from a sharp which allowed blood to enter the iab. The root cause of the puncture is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk.

Event description:
It was reported that the medical doctor (md) found blood in the helium line and as a result the intra-aortic balloon (iab) was removed and another 30cc iab was inserted.